Manufacturer narrative:
(B)(4). A field service engineer evaluated the actual device at the customer facility and could not confirm the reported issue. The root cause could not be determined. A service history review revealed that this device was not previously serviced for the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter technical service regarding an aquarius machine. The nurse manager stated that the machine was not giving the correct flow rates; if it is set for 800ml/hr the unit is only giving 600ml/hr. This occurred during patient therapy no patient injury and no medical intervention was reported. A field service engineer (fse) went to the facility and was unable to duplicate or confirm the problem. The fse calibrated blood pump, filtrate pump, post- dilution pump, pre- dilution pump, substitution scale, and filtration scale. The fse tested the machine per the smart script functional verification data sheet (B)(4). The unit is operational and within specifications.

Manufacturer narrative:
(B)(4). The reported problem could not be duplicated. Should any additional information become available, a follow-up report will be submitted.